Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the white twist clamp (twist sleeve) and blue holder (main body) of a minicap transfer set. This occurred during flushing fluid into the patient. There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.